Event description:
(B)(4). Anxiety, stomach always hurts. Bad cramps, left leg tingling, chest pains, heart palpitations, hard to breath at times, losing hair, gaining weight, low blood pressure, vitamin d deficiency.